Event description:
The pt went through several overdoses (dates and specific symptoms not provided). The rptr believed it could have been caused by the placement of the pump in the cervical region. It was believed that this could also be why the dosage was different and at times when pt would change positions, she would feel different affects when moving. In early 2007, the pt presented tremors and elevated temperature. The healthcare provider did several tests such as an x-ray and a dye study when the pt was going through overdose; nothing was confirmed. A new catheter was placed. After the catheter revision, pt was getting better, "the drug was infusing better" and did not need as high a dosage. Approx three months later, pt began having psychosis and depression (see manufacturer report # 2182207-2009-02324). Additional information has been requested.